Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvis") and pelvic infection ("infection: pelvic") in a 37-year-old female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, hyperemesis and abortion. Concurrent conditions included acne, hirsutism, nipple discharge, eye floaters, frequent periods, absence of menstruation, ovarian cyst (left) and dysfunctional uterine bleeding. Concomitant products included iron since (B)(6) 2016 for anemia as well as ibuprofen since 2008. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 1 month after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), tearfulness ("more tearful") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with vaginal discharge. On an unknown date, the patient experienced dyspareunia ("painful sex"), abdominal pain ("abdominal pain"), migraine ("migraines / headaches (worsened)") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, tearfulness, vaginal haemorrhage and headache outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic infection, pelvic pain, tearfulness and vaginal haemorrhage to be related to essure. The reporter commented: hsg was done on date (B)(6) 2010: the result was total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet was received. Events added from pfs- headaches. Events onset date, reporter information, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvis") and pelvic infection ("infection: pelvic") in a 37-year-old female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne, hirsutism, nipple discharge, eye floaters, frequent periods and absence of menstruation. Concomitant products included iron since january 2016 for anemia as well as ibuprofen since 2008. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 1 month after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced pelvic infection (seriousness criterion medically significant) with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dyspareunia ("painful sex"), abdominal pain ("abdominal pain"), tearfulness ("more tearful") and migraine ("migraines / headaches (worsened)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, tearfulness and vaginal haemorrhage outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic infection, pelvic pain, tearfulness and vaginal haemorrhage to be related to essure. The reporter commented: hsg was done on date 22-mar-2010: the result was total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-mar-2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet received. New reporters added. Patient¿s demographics concomitant medications and concomitant disease were added. Essure indication and lot number added. New events more tearful,abnormal bleeding (vaginal), infection: pelvic with vaginal discharge (worsened) and migraines / headaches (worsened) was added. Lab data added on 3-apr-2018: mr received: reporter, concomitant diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvis") and pelvic infection ("infection: pelvic") in a 37-year-old female patient who had essure (batch no. 637222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne, hirsutism, nipple discharge, eye floaters, frequent periods, absence of menstruation, ovarian cyst (left) and dysfunctional uterine bleeding. Concomitant products included iron since (B)(6) 2016 for anemia as well as ibuprofen since 2008. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 1 month after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced menorrhagia ("menorrhagia"), tearfulness ("more tearful") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), abdominal pain ("abdominal pain") and migraine ("migraines / headaches (worsened)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, tearfulness and vaginal haemorrhage outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic infection, pelvic pain, tearfulness and vaginal haemorrhage to be related to essure. The reporter commented: hsg was done on date (B)(6) 2010: the result was total bilateral occlusion . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and dyspareunia ("painful sex"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.